Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024 in order to explant the device.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to migration of the electrode array. The patient was reimplanted with another cochlear device during the same surgery.